Event description:
It was reported high impedances were observed in the operating room; the physician tested the implantable neurostimulator (ins) and paddle lead five times and continued to see greater than 10,000 ohms. It was noted the paddle lead was removed and cleaned and they still observed greater than 10,000 ohms. When impedances were measured with the multi-lead trialing cable (mltc) all contacts ranged between 7,000 and 8,000 ohms except for 3/5 which was greater than 10,000. Additional information received reported the patient was being grounded by the bovie machine, once the ground was removed the impedances improved to 4,000 ohms and the artifact the physician was getting on the electromyography monitor was better. After the case the patient was successfully programmed and he had effective therapy.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).